Event description:
Information identified in the manufacture's data base indicated the patient died approximately nine months post the implant of an implantable cardiac defibrillator (ICD) two years ago. Cause of death is unknown.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were reported when identified in the manufacture database. The patient died two years ago. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.